Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  The analog pcb assembly was then removed for further examination. It was determined that the cause of the reported issue was that an integrated circuit (ic), designator u1, had broken solder joints. The broken solder joints were due to the improper routing of the ferrite bead on the ECG harness assembly during the manufacturing process.  The ferrite bead was misrouted over ic u1 which broke the solder joints of the ic, causing it to lift off of the pcb. The customer was provided with a replacement device. (B)(4).

Event description:
The customer contacted physio-control to report that their device had a service wrench on its readiness indicator.   There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that it was unable to charge during testing.  As a result, defibrillation was not possible.